Event description:
It wss reported to the aci sales professional that a pt underwent an unk catheterization procedure on (B)(6) 2012. No anti-coagulants were given during the catheterization procedure. Access was obtained at the common femoral artery (cfa) via a pinnacle 6f sheath. The procedure went without complication; however post closure the balloon would not deflate. The physician consulted with a vascular surgeon after several unsuccessful attempts to deflate the balloon and remove the device. The pt was taken into surgery, where a cut down was performed and the device with the inflated balloon was removed. Five thousand units of heparin were administered during the cut down procedure. The pt was ambulated and taken back to their room in stable condition. The pt was reported as discharged the following day. No further info was provided.

Manufacturer narrative:
The review of the lhr (lot f1126301) indicated that the mynx device met all established performance criteria prior to shipment. Based on the info provided and no returned device, the reported failure to deflate could not be physically investigated and the root cause could not be determined.